Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm vessel. A 5.0 x 40, 75cm mustang was selected for use in a shunt percutaneous transluminal angioplasty. During the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with different device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 initial reporter city: (B)(6). G4 - premarket / 510(k) #:k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm vessel. A 5.0 x 40, 75cm mustang was selected for use in a shunt percutaneous transluminal angioplasty. During the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with different device. There were no patient complications as a result of this event.

Manufacturer narrative:
A2 - age at time of event: 18 years or older . D2b - pro code (product code): fge, lit. E1 - initial reporter first name: (B)(6). E1 initial reporter city: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.